Event description:
The rptr stated that he had received the er1 message "1 or 2" times when he had what he believed to be high blood glucose (about 300). He stated that he had immediately retested and gotten a number which he felt "was right." He uses the confirmation dot and refers to the test strip vial range as well, to "double check" the result. He stated that he did not make any treatment change or adjust his insulin to the er1 message, and felt satisfied with the retest folllowing the error message.